Manufacturer narrative:
One opened phacoemulsification tip (phaco tip), without a wrench, taped in a plastic tray with lid, in a tray with other items was received for the report of tip of the tip was found damaged. Sample was visually inspected and found to be nonconforming. Phaco tip was observed to be broken in 2 pieces at the aspiration bypass (ab) hole and breakage was very jagged. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspections do not show any manufacturing issues that would cause the broken phaco tip. The exact root cause for the broken phaco tip is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Citation - rn, a case of tip fracture of a balanced tip during phacoemulsification and aspiration (pea) (o-071) the 48th annual meeting of the japanese society of ophthalmic surgery. The manufacturer internal reference number is: (B)(4).

Event description:
In literature study article, a physician reported that the patient underwent phacoemulsification-aspiration with ultrasound (cataract surgery), intraocular lens insertion under general anesthesia due to difficulty maintaining rest during the surgery. The anterior chamber was completely replaced with a low molecular weight viscoelastic material, and a continuous circular anterior capsule incision was completed. The tip was ruptured during the first division. After injecting viscoelastic and confirming that there were no complications such as iris separation, the tip of the broken tip was retrieved with forceps. After replacing a new tip, the surgery was resumed. The surgery was then performed without any problems, and an intraocular lens was inserted into the intraocular lens sac to complete the procedure. No broken metal fragments were observed at the postoperative examination. There was no patient impact.